Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit turned off. There was no harm and injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue so the fse replaced the executive processor pcb (0670-00-0770) to resolve issue. Performed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specifications.

Event description:
N/a